Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 06068, 0001822565 - 2018 - 06070. Product is in process of being returned.

Event description:
It was reported that the provisional were fractured during total knee surgery while impaction and test reduction.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of provisional stemmed tibial and articular surface provisional exhibits signs of repeated use (nicked or gouged) and are fractured. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to the repeated use of these instruments with field life of more than 07 years; which causes wear and tear to the instrument and led to the fracture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.  Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 06070 - 1.

Event description:
No further event information available at the time of this report.